Manufacturer narrative:
The local area field representative was contacted for further detail. At this time, no further information is available. This lead is not expected to be returned as it was surgically abandoned. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed. There was no observed pacing inhibition reported. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.